Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed ippc issue through the error logs. As a part of troubleshooting, the fse replaced power supply from r cabinet due to a voltage error. However, the system still showed ippc motherboard errors. Further analysis, fse identified that the communication failure was caused by an ethernet switch. The fse replaced the ethernet switch to resolve the issue and restored normal operation. The ethernet switch was returned for analysis and result indicated that no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.